Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion ("salpingographic: the imaging revealed a left-sided essure wire was not identified"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and malaise ("malaise"). The patient was treated with surgery (bilateral salpingectomy with removal of both of the essures). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device expulsion, vaginal infection, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, nausea and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent the essure procedure on her left fallopian tube. Diagnostic results: on (B)(6) 2013, salpingogram: the imaging revealed a left-sided essure wire was not identified. The left- sided fallopian tube is patent in spillage into the peritoneal cavity. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and ovarian perforation ("perforation (other)/ location of the perforation: left ovary") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chromopertubation, pelvic adhesions, headache, back pain and postoperative pain. On (B)(6) 2013, salpingogram: the imaging revealed a left-sided essure wire was not identified. The left- sided fallopian tube is patent in spillage into the periotoneal cavity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal. In (B)(6) 2013, the patient experienced device expulsion ("salpingogram: the imaging revealed a left-sided essure wire was not identified/migration of essure device location of device: uterus/ blockage on right and open on left"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia"), rash generalised ("rashes or skin conditions type: severe rashes covering body"), palpitations ("blood or heart disorder/condition type: palpitations"), pelvic pain ("pain,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient underwent exploratory operation ("exploratory surgery"), 10 months 9 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), malaise ("malaise") and back pain ("lower back pain") and was found to have heart rate irregular ("irregular heart"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy and exploratory surgery and bilateral salpingectomy with removal of both of the essures). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and back pain had resolved and the fallopian tube perforation, ovarian perforation, device expulsion, vaginal infection, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, nausea, malaise, mood swings, female sexual dysfunction, rash generalised, palpitations, pelvic pain, fatigue, weight increased, alopecia, heart rate irregular and exploratory operation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, exploratory operation, fallopian tube perforation, fatigue, female sexual dysfunction, heart rate irregular, malaise, menorrhagia, mood swings, nausea, ovarian perforation, palpitations, pelvic pain, rash generalised, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6), 2013, plaintiff underwent the essure procedure on her left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Added event lower back pain and exploratory surgery. Updated outcome of events(low back pain, abdominal pain). Updated onset date of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and fallopian tube perforation ("perforation (fallopian tube(s))/perforation (other) please describe andstate the location of the perforation: left ovary") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chromopertubation, pelvic adhesions, headache, back pain and postoperative pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia"), rash generalised ("rashes or skin conditions type: severe rashes covering body") and palpitations ("blood or heart disorder/condition type: pal12itations"). In 2013, the patient experienced device expulsion ("salpingogram: the imaging revealed a left-sided essure wire was not identified/migration of essure device location of device: uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), malaise ("malaise"), pelvic pain ("pain,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and heart rate irregular ("irregular heart"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy with removal of both of the essures). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fallopian tube perforation, device expulsion, vaginal infection, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, nausea, malaise, mood swings, female sexual dysfunction, rash generalised, palpitations, pelvic pain, fatigue, weight increased, alopecia and heart rate irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, heart rate irregular, malaise, menorrhagia, mood swings, nausea, palpitations, pelvic pain, rash generalised, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent the essure procedure on her left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Diagnostic results: on (B)(6) 2013, salpingogram: the imaging revealed a left-sided essure wire was not identified. The left- sided fallopian tube is patent in spillage into the periotoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, aka added, event added- fallopian tube perforation, apareunia, rash generalized, palpitations, pelvic pain, fatigue, weight gain, alopecia. Events onset date added, patients medical history and historical drug added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), fallopian tube perforation ("perforation (fallopian tube(s))") and ovarian perforation ("perforation (other)/ location of the perforation: left ovary") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chromopertubation, pelvic adhesions, headache, back pain and postoperative pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps"), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia"), rash generalised ("rashes or skin conditions type: severe rashes covering body") and palpitations ("blood or heart disorder/condition type: palpitation"). In 2013, the patient experienced device expulsion ("salpingographic: the imaging revealed a left-sided essure wire was not identified/migration of essure device location of device: uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), abdominal pain lower ("cramping"), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), malaise ("malaise"), pelvic pain ("pain,"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and heart rate irregular ("irregular heart"). The patient was treated with surgery (bilateral salpingectomy, bilateral salpingectomy and exploratory surgery and bilateral salpingectomy with removal of both of the essures). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, fallopian tube perforation, ovarian perforation, device expulsion, vaginal infection, abdominal pain lower, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, nausea, malaise, mood swings, female sexual dysfunction, rash generalised, palpitations, pelvic pain, fatigue, weight increased, alopecia and heart rate irregular outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, heart rate irregular, malaise, menorrhagia, mood swings, nausea, ovarian perforation, palpitations, pelvic pain, rash generalised, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: on may 23, 2013, plaintiff underwent the essure procedure on her left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion. Diagnostic results: on (B)(6) 2013, salpingographic: the imaging revealed a left-sided essure wire was not identified. The left- sided fallopian tube is patent in spillage into the peritoneal cavity. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain amendment: the report was amended on (B)(6) 2019 for the following reason: coding correction: the event 'perforation (fallopian tube(s))/perforation (other) please describe and state the location of the perforation: left ovary' was split to code llt ovarian perforation. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.